Event description:
The customer reported to olympus, the gastrointestinal videoscope air delivery nozzle is clogged, resulting in poor water delivery. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in nozzle. The device was inspected before use. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. It was unknown if air/water nozzle was flushed with water and air, if there were abnormalities in the accessories used for reprocessing, if air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges and if air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the complaint was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system.¿ ¿inspection of the air-feeding function¿ 1 set the airflow regulator on the video system center to ¿high¿, as described in the video system center¿s instruction manual. 2 immerse the distal end of the endoscope in sterile water to a depth of approximately 10 cm. 3 confirm that no air bubbles are emitted when the air/water valve is not operated.¿ olympus will continue to monitor field performance for this device.